Event description:
The customer reported the evis exera iii xenon light source has no power. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to discuss about the reported event. The customer explained that the main lamp to the clv-190 was changed. In addition, the power cable on the back on the clv-190 was loose. Once it was securely plugged in the clv-190, the unit powered on. The issue was resolved and the unit will not be sent for evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the reported device and reproduce the event, the root cause of the power cord being loosened and not securely connected could not be identified. Olympus will continue to monitor field performance for this device.